Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the surgeon noticed that a part of the jaw (no information which one) was absent. Because he did not find first he asked for x-ray-unit. Part of the device was removed from the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. In addition, the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.